Event description:
An infusion pump with failure code 570. Information was not provided regarding whether or not the device was in patient use when the event occurred. No patient injury or medical intervention had been reported related to the device.